Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by abdominal pain and cloudy fluid. The cause of peritonitis was not reported. The patient was hospitalized for the event. The patient was treated with imipenem (500 mg, twice a day and route not reported). At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information was available.